Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had low back pain/ tightness and soreness around ins site (side/buttocks/leg down) around ins site. Patient also stated that they increased their activity/stretching she noticed the area around the ins is very tight/stiff. Patient also mentioned that they were going to the gym and having a personal trainer for 30 minutes, mostly stretching and afterwards the ins site was throbbing. Patient further stated that they could barely do anything with their leg due to tightness/stiffness. Patient mention they would be having a massage with a back pain specialist and that if they sit around doing nothing, the pain will go away. Patient also reported that the health care professional was having trouble connecting/using programmer/bluetooth.(couldn't get the machine to work or to connect to the programmer), but ended up getting it working. No further complications were noted or anticipated refer to already reported pe (B)(4): trial ae: throwing up refer to related pe (B)(4); be-trial- painful/buzz stim.